Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering low fio2 (fraction of inspired oxygen) readings. The reporter advised the device would not go above 30%. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the reporter in order to get additional details about the patient and the event, however, those attempts have not been successful.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01184-000 section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: ventec has made multiple attempts to contact the initial reporter to ask if the device will be returned to ventec for an evaluation. No response has been received. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.